Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator board is rusted and cannot be discharged. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the philips heartstart xl defibrillator, indicating that the defibrillator board is rusted and unable to discharge. There was no known patient involvement reported. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Due to the customer's lack of response to requests for additional information, we are unable to confirm the device's final disposition. The investigation concludes that no further action is required at this time. H3 other text: customer did not respond to requests for additional information.